Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-19, information received from a healthcare provider reported that the cause of the motor stall was unknown and that there was no documentation regarding any imaging.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was reported by a healthcare professional regarding a patient participating in a clinical study. The patient's pump was used to deliver dilaudid (2.0 mg/ml at 1.0012 mg/day) and bupivacaine (30 mg/ml at 15.018 mg/day). The indication for use was malignant pain. The pump logs show a motor stall occurred on (B)(6) 2014 at 16:12 with a stall recovery on (B)(6) 2014 at 16:51.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.